Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) unit had a burning smell. There was no patient involvement; thus, no injury, death, or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition. Evaluation could not duplicate the burning smell problem. During the evaluation, the mlx would not power on. The power supply unit (psu) had severe physical damage. Waiting for approval for the repair. Root cause analysis: the reported complaint was confirmed. The unit would not power on due to severe damage to the power supply, likely from rough handling or environmental factors.